Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level of 594 mg/dl and the o-ring on the reservoir chamber was missing as well as insulin leaked in reservoir chamber. The customer¿s blood glucose level was unknown. Troubleshooting was performed for leak. The customer stated there was a crack on her reservoir and insulin got into the reservoir chamber. Customer reports that the insulin pump was exposed to moisture. Customer was advised to the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis